Event description:
The infusion pump was received at the service facility with a vague report of the unit "running too fast" while the device may have been in clinical use. No add'l info was able to be received. No pt injury was reported.